Manufacturer narrative:
Csi ID: (B)(4).

Event description:
After balloons and intravascular ultrasound catheters were unable to cross a lesion located in the proximal right coronary artery, orbital atherectomy was performed to treat the lesion. The vessel was calcified and slightly tortuous, with a diameter of 2.0 mm. An angiography was performed and revealed a vessel perforation. Treatment was suspended for a computerized tomography (CT) scan to ensure that there were no issues with the lungs. The patient was returned to the catheterization laboratory and became hemodynamically and systematically unstable. Stent placement and balloon angioplasty were attempted to resolve the perforation, but were unsuccessful. The patient expired. Per the opinion of the physician, there was no indication that the csi device caused the perforation or death events, and there is always a risk of a perforation or death event occurring in patients who have severely calcified lesions. Per the opinion of medical staff the decision to delay treatment to the perforation in favor of the CT scan delayed the patient's ability to remain hemodynamically stable and to stay alive.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information regarding the event has been requested, but has not yet been received. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Orbital atherectomy treatment was performed in the proximal area of the right coronary artery. An angiography was performed and revealed a vessel perforation. Stent placement and balloon angioplasty were attempted to resolve the perforation, but were unsuccessful. The patient expired. Per the opinion of the lab technician, it is unknown if the cause of the perforation event was due to post balloon dilation or orbital atherectomy.